Event description:
AED failed to operate when expected during regular testing with netech 2000 AED tester. During initial test in vfib mode, AED sounded "analyzing patient"... "Shock advised"... "No shock delivered", "change batteries". I opened the battery compartment and measured all -10- ten of the battery voltages. Eight -8- of the ten -10- measured 2.9volts, two -2- measured 2.3volts under no load condition. Voltage measured during "voice prompts" was 1.5 volts on the two bad batteries.